Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected and also shown cubie memory error. A field service engineer assisted customer on recovering failed cubie and confirmed error cleared out with no issue. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed error device not detected on bus, along with read/write/invalid cubie memory issues at hcpc 1e_main 4.1-e5, 4.1-b3, and 4.1-b5. The storage space was recovered, and the cubie pocket at main 4.1-e5 was successfully ejected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.